Event description:
It was reported that a lead reposition was performed. It was also noted that the patient had brugada syndrome. Two weeks after the reposition, another procedure was conducted due to unstable dfts. As a result, the physician decided to explant both the device and the lead.

Manufacturer narrative:
Evaluation summary: the analysis of the lead did not reveal any device condition that would have contributed to the reported rise in dfts. Analysis found the lead to function within normal electrical characteristics. Functional testing revealed normal lead characteristics.